Event description:
Healthcare professional reports injecting a patient with juvederm ultra plus xc in the lips. At the beginning of the injection, the patient developed "lumps" in the lips and a hematoma on the left upper lip "making symmetrical injection of filler difficult." The patient was reviewed two weeks later to remove the product by incision and drainage but was hindered by the area "bruised again" after injection of xylocaine prior to incision. Another two weeks later, the patient was treated with hyaluronidase to "correct asymmetry" and the patient's lips "swelled up like a balloon"; the patient noted the results were "horrendous and painful." The patient was reviewed approximately 1 month later and the lump of the left upper lip had resolved and the patient was then given injections of juvederm refine to the "right upper vermillion" to improve lip symmetry." The patient briefly became "vasovagal" after the second injection of juvederm refine. Patient claims to still have a lump in their lip. Healthcare professional believes any "lumps" the patient feels to be remaining are a result of "injection hematoma."

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "nodule, lump, bruising and hematoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.